Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: "rotational atherectomy for treating arterial access-site stenosis caused by vascular closure device failure following transcatheter aortic valve replacement". D4- the UDI is not known as the part and lot number were not provided. H6- medical device problem code 1494 clarifier: incorrect anatomy. The additional prostyle device referenced in b5 is filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the left axillary artery using the pre-close technique via a 6f sheath hole prior to a trans axillary transcatheter aortic valve replacement (tavr). The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 22f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly, "following sheath removal, the patient developed a critical stenosis at the access site in the left axillary artery, caused by the sutures of the perclose prostyle". Access was obtained through the calcified right common femoral artery and balloon dilatation was performed but failed to dilate the stenosis. Rotational atherectomy, via transfemoral access, using a 2.0-mm burr was performed to ablate the occlusive sutures, followed by implant of an 8x60 mm non-abbott stent graft. Blood flow was restored. There was no reportedly clinically significant delay in the procedure; however, hospitalization was prolonged. No additional information was provided. This procedure captures case 1 from the article titled "rotational atherectomy for treating arterial access-site stenosis caused by vascular closure device failure following transcatheter aortic valve replacement".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the reported information of a stenosis at the access site and the difficulty with access via a balloon it is likely a mal position of the device (backwall stitch) occurred. Medical review states, ¿the prostyle most likely captured the backwall of the femoral artery during the deployment of the sutures, essentially suturing the artery closed.¿ the patient effects of obstruction is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The device was used to close the axillary artery puncture site. It should be noted the electronic prostyle instructions for use (eifu) states: the perclose prostyle smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, the IFU deviation likely contributed to the reported difficulties and a letter notification is required. Based on the information received, the investigation determined that the reported difficulty appears to be related to user error. The subsequent treatments are related to the circumstances of the procedure. Based on the reported information of a stenosis at the access site and the difficulty with access via a balloon it is likely a mal position of the device (backwall stitch) occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.